Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt's ipg was replaced on (B)(6) 2011 in an effort to resolve a previously reported impedance issue. During the procedure, a nick was observed on the pt's lead. (Reference MFR. Report # 1627487-2011-00762 for lead report). The explanted ipg was returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.